Event description:
When attempting to set up the o-arm for a surgical multilevel posterior lumbar decompression and instrumented fusion, an error message displayed. "Error initializing collimators" appeared on the first line of the o-arm. The technician shut down the o-arm, unplugged it, disconnected the machine before reversing that, and turned it back on. The same message was displayed. Tech support from the company was contacted and the monitor was booted up and diagnostic tests were ran after rebooting. The o-arm still had the same message displayed. An additional phone call to a medtronic field engineer was made and the error was recognized as being a hardware issue. The o-arm was removed and the procedure was performed using the c-arm. The case was delayed by one hour.this facility has met with representatives from medtronic to discuss o-arm problems. Medtronic is working with this facility to resolve any issues.